Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "biocell device." Healthcare professional later reported "tear in edge with minimal spilled gel." Device has been explanted.

Event description:
Healthcare professional reported left side "biocell device." Healthcare professional later reported "tear in edge with minimal spilled gel." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Rupture: observed, opening side assessed as fold flaw opening. Additional observation: no other observation observed. No further actions are required as no issues with the manufacturing process are observed.